Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a lap gastric bypass procedure, the "clip twist by firing." Action user took to mitigate/ resolve problem during procedure was new clips. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # t93n6z. Investigation summary: the analysis results found that the er420 device was returned with no damage in the external components, with a clip in the jaws. The clip was removed in order to inspect the jaws and they were found with no damage. In addition, 2 malformed clips were received inside of a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining 6 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.